Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) are currently underway. Review of the download data did not suggest any device malfunction that would contribute to the patient's death. Device manufacture date: monitor: 08/21/2015. Belt: 01/22/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Review of the event indicates that the patient received one appropriate treatment during vf. The post-shock rhythm was asystole. Asystole is a known and potentially adverse outcome of defibrillation therapy.